Event description:
The home patient's family member contacted baxter's technical service center (tsc) for assistance. The family member reported that the patient line of patient's homechoice set had become disconnected from their transfer set during automated peritoneal dialysis (apd). Reportedly, the patient shut off their homechoice machine and fell back asleep. It was noted that the hp did not apply the minicap to their transfer set. Assistance was requested in ending the apd therapy. The family member was advised by the tsc to contact the patient's healthcare professional (hcp) regarding the reported incident. Follow up with the hcp indicated a sample of the patient's effluent was sent for a culture and sensitivity and the patient was treated prophylactically with oral cipro 500mg daily, for 5 days and intraperitoneal vancomycin 1 gm. No patient injury reported per hcp.